Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose readings for a few hours, including a ¿high¿ pump reading and a later fingerstick of 392 mg/dl that was trending down, after consuming coffee and announcing the meal late while using the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with the device component context being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.